Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the surgical tech in the room reported that it was working well until she went to change the blade. After replacing the blade and guard then handing it back to the surgeon the guard slipped, and the blade cut into the patient's tissue". The surgeons sutured the tissue back together. No further patient harm or injury.

Event description:
It was reported that "the surgical tech in the room reported that it was working well until she went to change the blade. After replacing the blade and guard then handing it back to the surgeon the guard slipped, and the blade cut into the patient's tissue". The surgeons sutured the tissue back together. No further patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). Multiple samples were received, and all samples are related and were reviewed for cross compatibility. No visual concerns were noted on initial inspection. All samples were bundled together and not segregated into sets. Dimensional testing was completed, and the handles were confirmed to be within specification. Upon functional testing, the guards were observed to be loose when attached to the knife. The w1 lot handle noted above exhibited the greatest looseness in the guards provided. The loosened guards are consistent with damaged cause when guards are removed from the handle in a non-parallel fashion which splays open the trailing edge of the guard. Review of the guard setting revealed that the blade was not parallel to the guard flange which suggests that the guards have been modified or damaged by incorrect handling during guard removal. The damage observed was concluded to be consisted with user error and mishandling of the device. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.